Event description:
Hosp personnel were preparing to externally pace a pt with the device and a pacing/defibrillation adapter. The device was connected to the pt with disposable pacing/defibrillation/ECG electrodes but, according to the reporter, the device would not pace the pt. A backup device was called for and used and there were no reports of any adverse affects as a result of the device use.